Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the endoscope moved outwards along the insertion axis by itself. Site reported that no one made any actions to move the endoscope. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs, and no explanation to the reported behavior found in error logs. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the endoscope was checked prior to use and no damage was noted. The issue was occurred when the surgeon was trying to move endoscope and occurred only one time during the procedure. The operating room (or) staff removed the endoscope and reinstalled again; drapes were not changed. The procedure was successfully completed with no delay. There wasn't any endoscope-to-instrument or system arm-to-arm interference or any external collisions. No images/video are available for review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field service evaluation, the fse reported that the problem the customer experienced seemed to be related to the cannula seals, which the fse discovered that the hospital reused multiple times. Once this was discovered, the fse instructed the customer to use brand new cannula seals in future surgery. The fse confirmed that the seal is the cannula seal and that this is a one-time usage seal. But reportedly the hospital uses the seal 10-20 times until it is broken. The seal is made of plastic material, when sterilized many times the seal will lose its chemical condition and will have more friction on instruments and camera. Once the instrument or camera insertion force pass the force of friction on the seal, the seal will be more slippery, and as a result instruments and camera will accelerate. This complaint is considered a reportable event due to the following conclusion: it was reported that the endoscope moved outwards along the insertion axis by itself. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.